Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. On (B)(6) 2016 the patient presented to the emergency room complaining of "severe pain". The patient received a x-radiation (x-ray) and a computed tomography (CT) scan. It was noted that the patient had thermal injury to the uterus, perforation of the small bowel and thermal injury to the large bowel. The patient was admitted into the hospital and underwent surgery. It is unknown when the patient was discharged home.